Event description:
It was reported that the pump was having issues and was consistently throwing up the system advisories battery not working and battery communication timeout. There was no patient involvement, and no harm/adverse reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 13-nov-2024. H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. The reported complaint was confirmed through visual inspection and functional testing. The cause was a faulty interconnect printed circuit board (pcb). The interconnect pcb was replaced. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.